Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump became unresponsive with a blank display and a nonfunctional sleep/wake button; the device reconnected to the ilet mobile app and showed full battery, charging was verified with a working charger, and a replacement device was arranged while the patient used backup therapy, consistent with a display readability problem associated with the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display issue and a device display that was difficult to read, localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.